Event description:
It was reported pt was no longer receiving stimulation and was unable to communicate with or charge her ipg after suffering a fall. The sjm representative met with the pt and was able to locate the ipg with the programmer, but was able to locate the ipg with the charger. An ipg migration was suspected. The pt's ipg was explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.